Manufacturer narrative:
Product has been requested however it has not yet been received. Manufacturing and sterilization records were reviewed and found to be acceptable.

Event description:
The vitrector stopped working during phaco-vitrectomy surgery. Another vitrector was used to complete the surgery. There was no injury and no medical intervention was required.

Manufacturer narrative:
One bl5523w assembly from lot v9291 was received. The assembly was wadded and tangled up inside a small cardboard box. The vitrectomy cutter was on the bottom of the box. The tip protector was not returned. The needle is bent. There is dried solution visible in the tubing. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle was bound up and could not advance into the port or reach the cutting edge. The cutter does aspirate. A bent needle could contribute to poor cutting performance. Due to the evidence of use and the returned condition of the product, the cause of the bent needle cannot be determined.